Manufacturer narrative:
Investigation summary no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the team found one occurance where the signal was dropped due to a bubble which resulted in an undermeasurement. This occurance will be monitored and tracked. All other occurances were within specifications and no problems were detected.

Event description:
It was reported that kit tablet recorded the incorrect dosages. This occurred on 7 occasions. The following information was provided by the initial reporter: material no. 516704, batch no. 20028t03 it is reported customer experienced the recording of incorrect dosages. Verbiage received, - "case #156: time 10:20. Sensor #9450 tablet: cart-3 10:04 propofol 160 mg (16.0 ml) but registered 160 mg (16.5 ml) 10:05 vecuronium 7 mg (7 ml) but registered 6.5 mg (6.5 ml) 10:16 cefazolin 1000 mg (10 ml) but registered 900 mg (9 ml) 10:16 cefazolin 1000 mg (10 ml) but registered 950 mg (9.5 ml) case #(B)(4) time 13:00. Sensor #9471 tablet: cart-3 13:09 propofol 200 mg (20 ml) but registered 210 mg (21 ml) 13:18 cefazolin 1000 mg (10.0 ml) but registered 1050 mg (10.5 ml) 14:20 ondanstron hcl 4 mg (2 ml) but registered 2 mg (1 ml)".

Manufacturer narrative:
The manufacturing location for this product is pride industries. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit tablet recorded the incorrect dosages. This occurred on 7 occasions. The following information was provided by the initial reporter: material no. 516704, batch no. 20028t03. It is reported customer experienced the recording of incorrect dosages. Verbiage received, - "case #156: time 10:20. Sensor #9450 tablet: cart-3. 10:04 propofol 160 mg (16.0 ml) but registered 160 mg (16.5 ml). 10:05 vecuronium 7 mg (7 ml) but registered 6.5 mg (6.5 ml). 10:16 cefazolin 1000 mg (10 ml) but registered 900 mg (9 ml). 10:16 cefazolin 1000 mg (10 ml) but registered 950 mg (9.5 ml). Case #157 time 13:00. Sensor #9471 tablet: cart-3. 13:09 propofol 200 mg (20 ml) but registered 210 mg (21 ml). 13:18 cefazolin 1000 mg (10.0 ml) but registered 1050 mg (10.5 ml). 14:20 ondanstron hcl 4 mg (2 ml) but registered 2 mg (1 ml)"